Event description:
It is reported that the cutter caused the cable to fray and left debris in the patient that had to be removed intraoperatively.

Manufacturer narrative:
Evaluation summary: the pin cutter is designed to cut smooth pin/wires up to 2mm in diameter. The instrument may not perform as intended on cables with different strand configurations. Cable diameter cut is unknown in this case. The instrument also appears to be used heavily in the field and the cutting edges look rounded because of this. The cutting function may also hinder if the pin is cut at the edges rather than at the center of the blades. Evaluation codes: as returned, the cutter exhibits scratches and other marring indicative of a significant usage history. There also appears to be a small amount of oxidation on the cutting head. The cutting surfaces themselves look to be in poor condition. They show lots of deformation and dulling. Device history records indicated device manufactured to specification.